Event description:
The microlens forceps were being used in a tonsillectomy/adenoidectomy procedure. As the forceps were being used in the child's mouth, a spark/flame was seen at the end of one of the tips. The instrument was immediately removed from the field and disconnected from the cable. There was no harm to the patient, however, in an oxygen enriched environment, the results could have been catastrophic.